Manufacturer narrative:
Product event summary: the pscic101 catheter interface cable (cic) of lot number b000478201 was returned and analysis. Upon inspection of the returned product, a piece of yellowish foreign material, measuring approximately 0.2 inches, was observed loose inside the sterile package. The foreign material was not attached to the product itself and appeared to be isolated within the packaging. The integrity of the sterile packaging was verified and found intact, with no visible breaches or damage observed. In conclusion, the catheter interface cable (cic) failed the return product due to a piece of yellowish foreign material observed loose inside the sterile package. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during set up it was noted that there was foreign object noted in the sterile packaging of the interface cable. The interface cable was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.